Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and error test. Pump passed all operating currents tested with in the specific range and passed off no power test. Pump was monitored and tested with no off no power and no blank display noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer's blood glucose level was 170 mg/dl at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.